Event description:
It was reported that intermittent minimum fill notifications occurred. New cartridges were loaded to resolve the issues. There was no adverse impact to the customer¿s blood glucose level.